Event description:
There was an allegation of questionable immunoglobulin igg gen.2 results for csf samples from cobas 8000 cobas c 502 module serial number (B)(4). Patient 1: the initial result was 10.40 mg/l with a data flag. The automatic repeat with a reduced sample volume had a result of 21.90 mg/l. This result was reported outside of the laboratory to the physician. On (B)(6) 2022, the repeat result was 13.3 mg/l. The manually ordered repeat with a reduced sample volume had a result of 7.3 mg/l. Comparison with an isoelectric focusing analysis then showed the absence of intrathecal igg synthesis. Patient 2: the initial result was 18.5 mg/l with a data flag. The automatic repeat with a reduced sample volume had a result of 30.40 mg/l. The system then calculated an intrathecal igg synthesis of 3.6. The oligoclonal bands did not yield intrathecal igg synthesis. On the next day, the repeat results were 17.6 mg/l with a data flag and 20.2 mg/l. Patient 3: on (B)(6) 2022, the initial result was 38.1 mg/l with a data flag. The repeat results were 54.4 mg/l, 37.7 mg/l with a data flag, and 50.6 mg/l. It was not known if the results for samples 2 and 3 were reported outside of the laboratory.

Manufacturer narrative:
The customer performed a hardware check. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced and adjusted many parts including the usm (ultrasonic mixer). He found an oily layer/precipitate on the inner side of the incubator bath window. The replaceable parts were exchanged, the optical path checked in detail, and a hardware check was performed that was acceptable. The customer confirmed the qc results are acceptable and stable. The investigation determined the service actions resolved the issue.